Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a stent dislodgement occurred. The 75% stenosed lesion was located in the calcified and tortuous left circumflex (lcx) artery. Following pre-dilatation, the liberte 12mm x 3.0mm stent delivery system was advanced, however, resistance was encountered while attempting to deploy the stent in the lesion. Upon withdrawing the stent delivery system, the stent caught on the tip of the guide catheter and dislodged in the left main trunk (lmt) artery. The physician was able to successfully retrieve the stent with a snare. The procedure was completed with another manufacturer's device. The pt's status is reported as "good".